Event description:
It was reported that approximately 5 years and 6 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. Additionally, possible thrombus/pannus formation inside the valve frame was also observed. No patient complications were reported as a result of this event. Additional information was received that 5 years and 3 months following the implant of the valve, a transthoracic echocardiogram (tte) was performed that revealed moderate mitral regurgitation, aortic valve stenosis, and moderate aortic regurgitation. 5 years and 5 months following the implant of the valve, a transesophageal echocardiogram (tee) was performed that revealed a mean aortic gradient of 15.1 millimeters of mercury (mm hg), and mild paravalvular leak (pvl). The patient was being evaluated for treatment options and a follow up echocardiogram would be performed in 6 months. Additional information was received that the moderate regurgitation was central.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. B6. B7. E1. E4 email. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 5 years and 3 months following the implant of the valve, a transthoracic echocardiogram (tte) was performed that revealed moderate mitral regurgitation, aortic valve stenosis, and moderate aortic regurgitation. 5 years and 5 months following the implant of the valve, a transesophageal echocardiogram (tee) was performed that revealed a mean aortic gradient of 15.1 millimeters of mercury (mm hg), and mild paravalvular leak (pvl). The patient was being evaluated for treatment options and a follow up echocardiogram would be performed in 6 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 6 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. Additionally, possible thrombus/pannus formation inside the valve frame was also observed. No patient complications were reported as a result of this event.